Event description:
Electronic bed scale was in use to weigh an approx 310 lb man over his bed. The metal hoop on the t-bar apparatus that holds the sling bar in place snapped off and dropped the resident onto the bed. The co who supplied the equipment was notified.